Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Per facility, the complainant part was discarded and is no longer available for evaluation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a vascularized bone graft and open reduction internal fixation (orif) scaphoid procedure on (B)(6) 2015. During the procedure, bone graft was taken and placed using a guide wire from a 3mm headless compression set. When using the drill prior to inserting the screw, the drill bit broke at the tip. Some fragments fell onto the patient's bone, but were all removed and accounted for by the surgeon. The guide wire was also stuck on the end of the drill bit. A spare drill bit was on hand for use. A ten (10) minute surgical delay was noted. Per post-operative x-rays, the graft was in the correct position to achieve the satisfactory outcome. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Added "unknown screw" to the concomitant device field. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.